Event description:
Customer reported that an erroneously low glucose cup result was generated by the unicel dxc 800 synchron system. The result triggered the system generated critical re-run feature. The re-run result was within expectations. The re-run result was reported out of the lab. There was no death, injury or change to the pt's care or treatment related to this event.

Manufacturer narrative:
The field service engineer (fse) visited the site and examined the system. The fse replaced the glucose module. Although, parts were replaced, a specific root cause of this event cannot be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.